Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to damaged drive train due to wear and tear. Unrelated to the reported complaint, damaged load plate cover was observed during visual inspection. This types of physical damages observed were likely attributed to mishandling. Load plate cover was replaced. During archive data review, multiple latch error 139 (unable to hold compression position (system error)) were observed on the reported event date, thus confirming the reported complaint. During initial functional testing, upon power up of the platform, revealed a system error, out of service, revert to manual CPR message. Performed brake gap check and inspection and the brake gap was out of specification and was not able to be adjusted. Drive train was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn 32794) was used on a cardiac arrest patient and performed 5 compressions then displayed an error message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a cardiac arrest patient and performed 5 compressions then displayed a "system error, out of service, revert to manual CPR" message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The user did not attribute the death of the patient on the autopulse platform.